Event description:
It was reported that the act button on the insulin pump is unresponsive. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All buttons functioning properly. However, the insulin pump had moisture damage on the keypad traces. No button error alarm during testing. The insulin pump received with minor scratches on lcd window, scratched reservoir tube window and cracked reservoir tube lip.